Event description:
It was reported that during an unknown procedure, the stapler did not fire properly when they tried to fire the first load. There were no patient consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information requested and received: please clarify: the device did not fire properly? On what tissue type was the device used? Lap appy. What color cartridge was being used? Blue cartridge. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No noises were heard (the usual noises were not heard). Were any of the forces higher or lower than expected (closing, firing)? No forces noted. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No difficulties removing the device from the tissue, however, the tissue was bleeding. Was the cutline complete? The cutline was complete. Were the staples in the proper b form shape? No.